Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with neurological dysfunction for over 24 hours due to an embolism. The location was the left cerebral hemisphere. The event was identified by a computed tomography (CT) scan. The patient presented with a stroke and aphasia. The patient had been on warfarin and aspirin at the time of the event. They were given heparin as treatment. The causal relationship with the device was deemed as likely related. Although the patient was taking oral anticoagulants and the levels were within the optimal range, the event occurred after ventricular assist device (vad) implantation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.